Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver and stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿severe calcification. (Deformation problem) evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿severe calcification. Inherent risk of procedure ¿ (failure to deliver and stent deformation). (B)(4).

Event description:
Physician was attempting to deploy one endeavor resolute drug-eluting stent to a severely calcified lesion at the rca but the device could not cross. Lesion had been pre-dilated. No patient complication reported. On product return the stent appeared damaged. Evaluation summary: the stent was returned on the balloon. The 1st distal segment was partially covering the distal marker band. The distal stent segments were raised, deformed and slightly stretched. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).